Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing and was found to be pacing at 30 beats-per-minute intermittently. Technical services (ts) was contacted, and ts discussed programming and programming options. No adverse patient effects were reported.